Manufacturer narrative:
Analysis of the subject return device did confirm the reported event: when booting the device, the message "smartview connect app isn't responding". Log and files where extracted and are currently under analysis. Results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, the smartview connect is not functionning and displayed "smartview connect app isn't responding". Several restarts have been attempted, full power down with battery removal and restart, checking of the famoco status screen, as well as sim card removal and restarts also. Despite this, the device will not cycle past thi point and will not initiate the language input screen. It is therefore not able to be utilised by the patient.

Manufacturer narrative:
Analysis of the suspected device confirmed the reported issue, the smartview connect is unable to fully initialize in 1.02.1 float prod, it is then impossible to pair with and imd and to use it. The review of provided data permit to establish a cause for the reported issue. The error screen is seen by the user, it clicks on the button acknowledging the error then a check-in (com with bo server) is launched. However once the check in has successfully sent all the traces/logs files the pairingtransmissionsactivity caught the event and act like the pairing has been performed (it ends when files are sent to the user). Pitactivity is opened, however it should not happen because the device is not yet paired. The issue is induced by the user clicking multiple times on back button in instructionactivity. However the crash happens because a value is not yet initialized which does not happen when the device is paired properly. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the smartview connect is not functionning and displayed "smartview connect app isn't responding". Several restarts have been attempted, full power down with battery removal and restart, checking of the famoco status screen, as well as sim card removal and restarts also. Despite this, the device will not cycle past thi point and will not initiate the language input screen. It is therefore not able to be utilised by the patient.

Manufacturer narrative:
As the subject device is not returned yet, the investigations conclusion is not available. The follow-up MDR will provide the investigations results.

Event description:
Reportedly, on 17-january-2025, the smartview connect is not functionning and displayed "smartview connect app isn't responding". Several restarts have been attempted, full power down with battery removal and restart, checking of the famoco status screen, as well as sim card removal and restarts also. Despite this, the device will not cycle past thi point and will not initiate the language input screen. It is therefore not able to be utilised by the patient.